Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test and displacement test or verify low battery alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on act the asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the act button was also really hard to press. The insulin pump will be returned for analysis.